Event description:
It was reported that the user attempted to revert to multiple daily injections for a procedure but did not remove the cap from the insulin pen, resulting in no insulin delivery, after which the user restarted the ilet pump with assistance and completed a full supply change and cannula fill, with blood glucose reaching 437 mg/dl and obstruction of flow associated with the infusion set suspected. Symptoms included hyperglycemia with reports of fatigue and nausea. Outcomes included a delay to appropriate therapy. Investigation of this case revealed obstruction of flow related to the infusion set and a connector or coupler component, with evidence of a deformation problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The ilet was restarted and insulin delivery resumed.